Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set up, it was observed that the autolube device was leaking oil. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was leaking oil could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the hose was loose and cracked; and the gauge had oil inside. It was determined that this was consistent with normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.